Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The user reported receiving glucose suspend alerts on (B)(6) 2025. An RMA was authorized for the return of the sensor. In-house testing of the returned sensor showed chemical degradation in all sensing areas. A review of the in vivo sensor data showed a declining signal across all sensing areas, indicative of oxidation of the glucose-indicating chemistry in the sensor hydrogel. The user was provided with a replacement sensor as part of the resolution.